Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The right femoral artery clot due to incorrect preclose placement, additional surgical procedure (clot extraction) complaint is confirmed. The complaint is user related. The procedure related harms identified was right femoral artery clot which required an additional surgical procedure. The final patient status was reported being stable. The contributing factors for the right femoral artery clot was most likely the user error -incorrect preclose placement. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse event: removed other serious. B5: describe event or problem: updated. G1,2: contact office- name has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) days post initial implant it was reported that patient had a clot formation in the graft. The current patient condition is unknown. No further additional information or patient sequalae has been reported at this time. Subsequent to the initial report, additional information was provided reporting that the clot formation was not related to the stent graft rather due to incorrect perclose placement. The patient underwent intervention to declot the iliac and was doing well post op.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) days post initial implant it was reported that patient had a clot formation in the graft. The current patient condition is unknown. No further additional information or patient sequelae has been reported at this time.